Event description:
It was reported that the anchor broke off. Bone quality was good. Bone preparation with punch for corkscrew ft. No threading. Procedure was completed with device of a competitor. The remainder of the anchor stayed in the patient, the new anchor was put next to it. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted .the complaint was confirmed. Complainant's event most likely caused by insufficient bone preparation for the hardness of bone and/or over-insertion or not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. Per product directions for use (dfu-0031), if working with soft bone, use the punch to create a pilot hole for the anchor. In hard bone, first use the punch to create a pilot hole, and then insert the tap to better prepare the bone for the anchor. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.